Event description:
(B)(4). I had the essure done mid 2007 after my daughter was born. I started experiencing major leg pains (couldn't walk for exercise). Ever since then, the pains have moved through my body and I have chronic pain daily. Have had CT's due to pain in my stomach, only thing I have been told is I was constipated. More clotting during my periods. I have a 1" cyst on the outside of my left ovary in which my gyno says is nothing to worry about. It has been there for 4+ years. I have major headaches. Depression due to daily chronic pain. Have been to multiple dr's, taken multiple medications. It has to be the essure.

Event description:
(B)(4). I had full hysterectomy leaving ovaries (B)(6) 2015. Since then I feel 80% better. Have lost 13 pounds, can walk for exercise now. I continue to have issues with mild inflammation and my hair continues to fall out. I have had one tooth die this year 2016 for no apparent reason.

Event description:
#Medwatcher #followup1 #fdamw5042423 #(B)(4). My procedure was completed (B)(6), 2007 after my daughter was born. I started having the chronic inflammation issues in late 2007.